Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that this patient with a 25mm valve, implanted for five (5) years and seven (7) months, underwent a valve-in-valve procedure due to severe aortic stenosis. The patient was recently admitted to the hospital requiring a bare metal stent to rca. The patient had a prolonged hospital stay and developed endocarditis and was treated with IV antibiotics for six (6) weeks. The patient was transferred to another hospital for evaluation of tavr since he was found to have severe aortic stenosis with ava 0.81, mg 36, and ef 20-25%. A tavr was performed with 26mm valve. Aortography after valve deployment revealed a well positioned valve with no al. Tte after valve deployment revealed no al and mean gradient 5mm hg.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5.

Manufacturer narrative:
H11: corrected data: g4 updated section g4 as it was blank and should have read "(B)(6)2019 " on FDA report followup no 1.

Event description:
It was reported that this patient with a 3300tfx 25mm valve, implanted for five (5) years and six (6) months, is being evaluated for a valve-in-valve procedure due to severe aortic stenosis. The patient was recently admitted to the hospital requiring a bare metal stent to rca. The patient had a prolonged hospital stay and developed endocarditis and was treated with IV antibiotics for six (6) weeks. The patient was transferred to another hospital for evaluation of tavr since he was found to have severe aortic stenosis with ava 0.81, mg 36, and ef 20-25%. The patient is pending approval from the neurological team for tavr due to a subdural hematoma.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 25mm valve, implanted for five (5) years and six (6) months, is being evaluated for a valve-in-valve procedure due to severe aortic stenosis. The patient was recently admitted to the hospital requiring a bare metal stent to rca. The patient had a prolonged hospital stay and developed endocarditis and was treated with IV antibiotics for six (6) weeks. The patient was transferred to another hospital for evaluation of tavr since he was found to have severe aortic stenosis with ava 0.81, mg 36, and ef 20-25%. The patient is pending approval from the neurological team for tavr due to a subdural hematoma.